Manufacturer narrative:
Patient information was not made available from the site. 12/02/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 12/03/2015 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.

Event description:
A site representative, materials manager, reported that while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly exited or shut down. The site representative could not clarify which happened, but when the re-booted the navigation system, or re-entered the software, the navigation system functioned normally. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than 15 minutes. There was no impact on patient outcome.